Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, a belt slip error message was displayed. The device was not changed out. The surgical procedure was completed successfully, and there were no delays and no adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The technician observed that grease had leaked out of the main bearing and onto the belt and guts encoder wheel. The pump was manufactured prior to the main bearing design changes which were implemented to improve main bearing grease leakage issues. The service technician performed preventive maintenance replacing suspect parts. Unit operated to manufacturer's specifications and was returned to clinical use. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.